Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the st segment elevation and hypotension occurred. A pulse field ablation (pfa) procedure using a farawave catheter was attempted. The farawave catheter was successfully prepared and the faradrive steerable sheath was flushed with no air observed in the system. The farawave catheter was inserted into the faradrive sheath, advanced to the left superior pulmonary vein, and deployed into basket configuration. Two (2) applications of ablation were delivered to two (2) lesions. The patient became hypotensive and st segment elevation occurred in limb and precordial leads. St segment elevation persisted for approximately fifteen (15) minutes. The pfa procedure was discontinued, coronary angiogram was performed, and blood pressure support was provided by the anesthesiologist. No abnormalities were identified on the coronary angiogram. The patient was hospitalized for observation and discharged one (1) day post index procedure.